Event description:
The following was reported: during the procedure, more than 50% of the endoscopic image on the monitor was cropped, leaving only a horizontal band of distorted image visible. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).